Manufacturer narrative:
B.3. Date of event: updated to 22-jul-2023. H.6. Investigation summary: material #: 366703. Lot/batch #: 3048751. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® no additive (z) tubes customer found foreign matter in the tube. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated ¿ steps taken with customer/troubleshooting: customer sent email stating this is the 3rd faciltiy which she confirmed on 8/9/23 via email. Clients received tubes that had foreign matter in the tubes. There was no patient harm. When they saw that the tubes had foreign matter they used different tubes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® no additive (z) tubes customer found foreign matter in the tube. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated steps taken with customer/troubleshooting: customer sent email stating this is the 3rd faciltiy which she confirmed on (B)(6) 2023 via email. Clients received tubes that had foreign matter in the tubes. There was no patient harm. When they saw that the tubes had foreign matter they used different tubes.